Manufacturer narrative:
(B)(4). The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned ot expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that some devices that have been sequestered for use only in the operating rooms during surgery and subsequently transport to the ICU have experienced loss of communication or shut down. There is not a clear process in place for cleaning and inspection of these operating room devices because they bypass the normal pt equipment pool (rep). In many cases they may be wiped down with chlorhexidine wipes (none-recommended cleaner) and no special attention is paid to cleaning or inspection of the iui connectors. This has resulted in observed corrosion on iui connectors which is believed to have contributed to the issue. No specific details of any pt event have been reported and there is no report of any pt harm. Although requested, no additional pt or event details were provided by the customer.